Manufacturer narrative:
A thorough investigation was performed that confirmed the reported problem of a hole in the lens of the c10-3v transducer. It was determined this was likely a result of customer misuse from improper maintenance. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.

Event description:
It was reported the c10-3v transducer had a hole in the lens. This was associated with an epiq elite ultrasound system. This issue was found outside of clinical use and there was no patient or user harm associated with this event. The service engineer confirmed the reported issue and a replacement transducer was shipped directly to the customer to address their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.